Event description:
Bilateral inguinal hernia repairs on (B) (6) 2008. Still having pain due to mesh plugs. On (B) (6) 2008, have ilioinguinal nerve ablation to stop constant pain did not work. Still in pain 24 hours a day. My pain management doctor has me on oxycodone/apap 10mg./325 4 times a day, gabapentin 300mg, 2 pills 3 times a day for the rest of my life. To sum this up, I have been in construction all my life and now I can do nothing thank you. Dose or amount: one. One. Dates of use: (B) (6) 2008 - (B) (6) 2010 - present day. Diagnosis or reason for use: hernia repair. Hernia repair.